Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-0941. It was reported the patient was experiencing headaches and feeling bad. The patient underwent surgical intervention on (B)(6) 2017 where the leads were explanted. An infection was diagnosed at the needle entry site. The left needle insertion site was red and swollen. Once the lead was removed pus was present. No cultures were taken. The patient was prescribed oral antibiotics and discharged home. Once the infection is treated surgical intervention may be pending to implant a permanent system.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-0941. Follow up information identified the infection and headaches have resolved.